Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "event occurred in emergency department where the doctor was ready to intubate the patient. As the doctor was intubating the patient, the image on c-mac monitor went blank(black screen). When removed from patient's mouth, image appeared again. It was reported that it happened 3 times while resuscitating the same patient."